Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the seam. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04113 with g04001.

Manufacturer narrative:
Correction made to b5: it was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the sealed tubing injection site (previously submitted as leaked at the seam) during compounding on the pump. Additional information was added to h4 and h6. H4: the lot was manufactured between november 11, 2019 to november 12, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.